Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with sign of fluid ingression at the base of the pump. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy -19.65% was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation, the customer may need to verify condition of the accessories used in their volume testing prior to performing volume test. The investigation confirmed that the pump had evidence of fluid ingression at the downstream occlusion. According to the investigation the pump dso will be changed as a preventive measure.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -19.65%." No reported adverse effects.